Event description:
It was reported the pace/sense portion of the lead was capped, and a chronic pace/sense lead was used, due to oversensing and inappropriate therapies. The high voltage portion remains in use. It was also reported that there was a lead fracture. Additional information was later received reporting that pocket manipulation caused oversensing. The leads remain in use. Follow-up information received indicates the patient will be brought in to revise the leads. No further patient complications have been reported as a result of this event. It was further reported that there was an insulation break on the pace/sense lead. The tachy lead was explanted, the pace/sense lead was capped, and both were replaced with a single new lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis of the lead is in process; the results will be forwarded when available.